Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the surgeon performed cut and hemostasis with the device when it stopped and stayed closed with the tissue. In the console appeared 'replacement of shovel' immediately extinguished and the fabric could be released. When looking at the device it is seen that the tip is broken.